Event description:
It was reported that the ilet would not power on despite being placed on the charger for an extended period, with the user not hearing the expected charging tone but observing a green indicator light on the charger; the user attempted multiple power outlets, and the agent requested a photo that could not be provided, after which a replacement charger was arranged. Symptoms included no reported clinical effects. Outcomes included no reported impact on activities of daily living and no medical intervention. Investigation included guided troubleshooting over the phone, confirmation of charger indicator behavior, and outlet variation. Investigation of this case revealed an apparent charging function concern consistent with a potential charger or charging interface issue. It was concluded, based on previously established findings for similar reports, that the cause was likely a faulty or ineffective charging accessory or connection.